Event description:
The patient underwent spinal fusion surgery with implantation of hardware. During follow-up with surgeon, it was discovered that the insertion tab on one of the 4 screws used in the procedure did not break in the correct place, as designed to do by the manufacturer. This resulted in a small portion of the tab being retained in the patient following completion of the procedure. Approximate length of retained tab was 5mm. The patient was brought back for revision and the retained tab was successfully removed by the surgeon. At this time, there are no known complications to the patient. The manufacturer rep informed our staff that he had heard of similar incidents of the tab breaking in the wrong place. We are not aware of a similar incident at our hospital.